Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl. The customer also reported other blood glucose values such as 157 mg/dl, 124 mg/dl. The customer declined to troubleshoot for high blood glucose. Customer reported that he did not get insulin overnight, infusion set end was flat. The insulin pump will not be returned for analysis.